Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. While the catalog and lot numbers are unknown the device was described as a birds nest filter. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. It was alleged that the patient received an implant on (B)(6) 2004 via right groin due to pulmonary embolism. It is alleged that the device both perforated the vessel and migrated, and the patient was injured without further explanation. The bird¿s nest® vena cava filters are intended for the prevention of recurrent pulmonary embolism via placement in the vena cava in the following situations: pulmonary thromboembolism when anticoagulants are contraindicated, failure of anticoagulant therapy in thromboembolic diseases, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced, prophylactically in patients with chronic, recurrent pulmonary embolism where anticoagulant therapy has failed or is contraindicated. A document review was initiated as a response to this event. A review of the device history record for non-conformances was not possible due to the lot number not being provided. A search for complaints on the same lot was not possible due to the lot number not being provided. The device is shipped with the instructions for use (IFU), which lists perforation as a potential adverse event. Additionally, the IFU states, ¿if filter migration occurs, transcatheter retrieval of the filter is not recommended.¿ it is concluded that these devices meet the performance requirements necessary to perform their intended use safely and effectively. While a true cause cannot be established, the conclusion of this investigation that the event is a known inherent risk of the device as the IFU states that filter fracture, and vena cava wall perforation are a known potential complication of vena cava filters. Risk benefit analysis was completed to assess the benefit; risk ratio of the bird's nest filter. The rba states that "it is the opinion of cook inc. That the medical benefits of the bird's nest filter outweigh the residual risks to the patient. It is expected that some patients with indwelling ivc filters may still experience pulmonary emboli (though not necessarily fatal emboli). A literature search for relevant clinical studies suggests that pe rate of 1 to 2 percent in patients with indwelling ivc filters; in the bird's nest filter clinical study upon which the FDA approval was based, 1% of patients with a bird's nest filter experienced pe. The rates of pe reflected in our complaints data is significantly below the expected rate of pe. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information provided at this time.

Manufacturer narrative:
Initial reporter occupation: non-healthcare professional.. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional information become available.

Event description:
Patient allegedly received an implant on (B)(6) 2004 via right femoral vein due to pulmonary embolism (per operative report dated (B)(6) 2017). Patient is alleging perforation, lifetime anticoagulation, pe and thrombosis/embolism.¿ per an operative report dated (B)(6) 2017, ¿indication: in approximately 2003, she had an ivc filter placed after pulmonary emboli. This ivc filter migrated distally into the tricuspid valve requiring tricuspid valve replacement and resection of the embolic ivc filter. New ivc filter was placed.¿